Event description:
The hospital reported that, during preparation of an endoscopic vein harvesting procedure, the jaws of the hemopro continued to burn and were still activated while the switch was in the neutral position. The cord was swapped and the hemopro still remained activated and the jaws continued to burn. Both cords were brand new out of the box. The procedure was completed with the same device by manually unplugging the cord from the power supply to stop the hemopro from remaining activated. The hospital reported no pt effects. Hemopro device was returned.

Manufacturer narrative:
Investigation result: maquet cardiovascular received the device on 21 dec 2009. The visual inspection of the silicone jaw boots revealed that there was a burn mark on the cold jaw and the tri-heater assembly was burnt. Resistance measurements were within specification. The micro-switch functioned properly. Results of the pre-cautery test, using a ref hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure "device remained activated" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Investigation has been completed, and based on our investigation, the exact root cause of the reported failure could not be determined. (B) (4).